Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation of multiple struts beyond the wall of the inferior vena cava (ivc), fracture of one or more of the filter struts, filter is embedded and is unable to be retrieved. The patient reported filter fracture, perforation, tilt and device unable to be retrieved due to embedment. An unsuccessful percutaneous attempt to remove the filter was performed approximately two months post implant. Later, a computed tomography (CT) scan revealed filter tilt, fracture of one or more struts and perforation of multiple struts beyond the wall of the ivc. The patient reports anxiety related to these events. According to the medical records the indication for the filter implant was pulmonary embolus and recurrent deep vein thrombosis despite anticoagulation. The patient had undergone a roux-en-y gastric bypass procedure a few weeks prior and had a complicated post-operative course. The filter was placed via the right common femoral vein and deployed above the junction of the right and left common iliac veins and below the origin of the renal veins. A cavogram was performed prior to deployment and showed a patent right iliac system, the ivc appeared to be free of thrombus, however, more distally, there appeared to be extrinsic compression of the inferior vena cava, above the renal veins. Under fluoroscopic guidance, and the radiopaque band of the sheath introducer was positioned below the right renal veins. More contrast was injected to better visualize the anatomy of the suprarenal segment of the inferior vena cava, and this again showed the appearance of an extrinsic compression of the inferior vena cava, below the diaphragm. A repeat injection of contrast, post deployment, showed that the filter was deployed above the junction of the right and left common iliac veins and below the origin of the renal veins. The patient tolerated the procedure well. Two months post implant there was an unsuccessful attempt to remove the filter. A snare was used to hook the filter. While maintaining tension on the snare, an attempt was made to withdraw the filter, but it did not come easily, and the patient actually complained of severe abdominal pain and back pain. Conscious sedation was administered again and there was another attempt to retrieve the filter. It was felt that the patient had developed some adhesions between the filter and the inferior vena cava, and it would be risky to exert more pressure than was already being applied. The inferior vena cava filter could not be retrieved. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with practitioner technique and /or anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolism with right and left lower extremity deep vein thrombosis. A few weeks prior to the index procedure, the patient underwent a roux-en-y gastric bypass procedure. Her postoperative course was complicated, and she remained in the hospital for several weeks afterwards. She was re-admitted after a computed tomography (CT) scan showed thrombus in her distal right common femoral vein and proximal superficial femoral vein. She was started on anticoagulation therapy. A venous duplex scan subsequently failed to demonstrate thrombus in the right femoral vein, but it showed deep vein thrombosis (dvt) involving the calf veins in the left leg. Additional imaging showed right popliteal deep vein thrombosis also involving the tibial veins. Because the patient developed new venous thrombi while on anticoagulation therapy, an optease retrievable ivc filter was recommended. The filter was deployed via the patient's right common femoral vein. An inferior vena cavogram was performed. This showed a patent right iliac system. The junction between the right and left common iliac veins was visualized. The inferior vena cava appeared to be free of thrombus. However, more distally, there appeared to be extrinsic compression of the inferior vena cava, above the renal veins. Under fluoroscopic guidance, and the radiopaque band of the sheath introducer was positioned below the right renal veins. More contrast was injected to better visualize the anatomy of the suprarenal segment of the inferior vena cava, and this again showed the appearance of an extrinsic compression of the inferior vena cava, below the diaphragm. The angiographic vessel dilator was removed. The appropriate end of the storage tube containing the filter was advanced into the sheath introducer hemostasis valve for femoral insertion. The filter was fully released and deployed right at the intended location. A repeat injection of contrast showed that the filter was deployed above the junction of the right and left common iliac veins and below the origin of the renal veins. The patient tolerated the procedure well. Two months after the implantation procedure there was an unsuccessful attempt to remove the filter. A venocavogram allowed identification of the junction of the right and left common iliac vein, there was no reflux of contrast to the left common iliac vein. The inferior vena cava appeared patent with no thrombus. There was no significant thrombus present in the filter. A snare was used to hook the filter. While maintaining tension on the snare, an attempt was made to withdraw the filter but it did not come easily and the patient actually complained of severe abdominal pain and back pain. Due to the patient's complaints, conscious sedation was administered again and there was another attempt to retrieve the filter. It was felt that the patient had developed some adhesions between the filter and the inferior vena cava and it would be risky to exert more pressure than was already being applied. The inferior vena cava filter could not be retrieved. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced fracture within the ivc, perforation of filter strut(s) outside the ivc, tilt, filter embedded in wall of the ivc and the device was unable to be retrieved. The form states that two months after the index procedure there was an unsuccessful percutaneous removal procedure. The filter was unable to be retrieved due to its embedment. Later, a computed tomography (CT) scan revealed the filter tilt, fracture of one or more struts and perforation of multiple struts beyond the wall of the ivc. These events have caused the patient to experience emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, perforation of multiple struts beyond the wall of the inferior vena cava (ivc), fracture of one or more of the filter struts, filter is embedded and is unable to be retrieved. The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Ivc filter tilt has been associated with practitioner technique and /or anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilt, perforation of multiple struts beyond the wall of the inferior vena cava (ivc), fracture of one or more of the filter struts, filter is embedded and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages.